Event description:
It was reported that the user forced a full insulin cartridge into the pump without rewinding and connected the tubing while attached to the body, resulting in delivery of nearly the entire cartridge and a severe hypoglycemic event at a healthcare provider¿s clinic; troubleshooting and education were provided. Symptoms included low blood glucose and associated hypoglycemia. Outcomes included medical attention at a clinic with treatment of hypoglycemia over several hours, without hospitalization. Investigation included customer interview and education. Investigation of this case revealed user handling error related to cartridge insertion and failure to rewind while connected to the body. It was concluded that the event was due to user error leading to unintended insulin delivery and resultant hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.